Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted brown discoloration on the port taper tubing near the ss connector. A leak test was performed and leakage was noted. A smooth-edged opening was observed in the port tubing. A fill test was performed and no blockage or resistance to flow was observed. Analysis noted a striated opening in the band tubing consistent with surgical removal of the device. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "change of port. Loss of feeling of satiety." Device was removed and replaced.